Event description:
Additional information was received from a company representative. The pump serial number was provided.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0230297392 serial# unknown implanted: (B)(6) 2025. Product type catheter h6 correction: the annex f codes f15 and f19 were not previously indicated in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0230297392 serial# unknown implanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that this was one of their recent implants and the doctor had asked them to call medtronic to see if any other patients had reported pain and warmth from the pump site as he hadn't seen this before. It was stated that they ordered blood work and there were no signs of infection. When they saw the patient a week later for follow-up, the patient said that the symptoms had only lasted one day and he hadn't had them since. The rep also stated that this patient was also just hyperaware of anything going on after having to spend 10 days in the hospital post implant. The model number and lot number of the catheter was provided. Implant date of the catheter was provided. The cause of the patient's symptoms were not determined. Diagnostics/troubleshooting performed included blood work taken to rule out infection (cbc, crp) and the results were unremarkable. The patient reported that the symptoms resolved by the next day and he did not experience them again. The pump and catheter were still in use with no plans for revision.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# unknown product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen via an implantable pump. It was reported that the nurse stated that since the implant (B)(6) 2025 the patient had cerebrospinal fluid (csf) leak which required a blood patch and now had noticed he had discomfort (crampy like pain) over the pump and the skin felt warm to the touch. The hcp stated they ordered blood work to check his white count. Technical services discussed infection, injury, trauma and fluid in the pocket or behind the pump. The hcp stated that they would be calling the surgeon also.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.